Event description:
It was reported to tyco healthcare/kendall in 2006 that a customer had a problem with a dialysis catheter. The customer states that during irrigation with nacl 0.9% on the venous branch with the opening technique, blood came out of the tube under the clamp. No ill-effects to the patient other than a change of catheter. The device was not retained by the facility for return/evaluation.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be filed.